Manufacturer narrative:
Zoll medical corporation evaluated returned electrodes, lot number 3217, and the reported malfunction was not replicated or confirmed. The electrodes were put through extensive testing without duplicating the reported malfunction. Visual evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. It is important to mention this report should not have been submitted, since the identical event was originally reported on user medwatch report reference number 1220908-2017-02840 against the zoll monitor where root cause was established. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.